Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were getting the system problem rm05 and when they charge the implant, they get the battery low replace controller batteries soon message. Patient also said the implant battery won't go past through 40% when charging and sometimes their back was getting warm, but they were unsure if it's the paddle or the implant. Patient stated they tried to reset the controller but that didn't resolve the issue. Patient also said they can hear a clicking sound in the controller. Agent had patient to reset the controller. Patient confirmed no visible damage on the controller and recharger but patient said their charging belt broke couple of times and they had to sew it and patient said they noticed that issue around least year or so. Agent had patient to clean the connection pins and start the implant charging session. When patient plugged in the recharger to the controller, they saw the battery low replace controller batteries soon message even their controller battery level was at 90% and their implant at 30%. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent instructed patient to monitor the issue once they receive the recharger replacement. Agent also told patient to observe when charging the implant to see if the paddle or the implant is getting warm and told them to reach out to their health care professional once they confirm that it was the implant.

Event description:
Patient (pt) called back and repeated previously documented information. Patient(pt) stated that they received the replacement recharger and belt; however, they are still seeing a message saying, "the batteries need to be replaced soon". Pt mentioned they charged for so long but it got rejected and it shut off. Agent clarified and pt confirmed seeing "batteries low replace the controller batteries soon" message. Pt stated that they reset the controller, but then encountered a white screen. So they reset the controller again but the letters on the display appeared upside down. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt), pt mentioned that circumstance that led to back getting warmer is every time when they charge the implant they feel that the implant in their back is getting hot and specified there is no change in their activities. To resolve the issue handheld device and recharger were replaced yet the issue hasn't been resolved. Patient mentioned that they will be having a MRI at implant site to see if there is an issue with the implant. Patient also specified that they will be talking to their doctor about this as they a very concerned about it and that shouldn't be normal.